Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine check it was noticed that this implantable cardioverter defibrillator (ICD) had marked atrial sensed and ventricular sensed markers on the electrograms (egms) when the patient was in complete heart block. This prompted the staff to investigate further with a 12-lead electrocardiogram (ECG), and it was identified that sporadically, with no clear and obvious links to postural, movement changes that there were dropped beats. It was observed that the right ventricular (rv) channel picked up atrial sensed events but not all the time and inhibited the rv pace. Sensitivity has since been decreased to 1.0mv, and the patient returned a day later for a possible invasive resolution but ended up having a defibrillation threshold (dft) test performed at the new sensitivity which was successful. X-ray imaging was also obtained which showed the rv lead is placed in the septum. Boston scientific technical services (ts) reviewed the x-ray and confirmed it looked normal. They also explained generally when the reported observations are seen after newer implants, they suspect the lead has pulled back due to small slack. Lowering rv sensitivity is usually advised, which has already been done. No adverse patient effects were reported. This system remains in service.